Event description:
It was reported that the reservoir of this inflatable penile prosthesis had initially been placed in the bladder of the patient. This was noticed soon after implant and the reservoir was explanted at that time. It was later replaced with a new reservoir in a different position. No patient complications were reported.

Manufacturer narrative:
B3: estimated as one week post-implant.